Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s device helped most of the time, they would stop feeling stimulation, it would help then got to a point where they started peeing a lot and it depended on how much they drank. The patient was calling to understand the programmer use. The patient stated at first the healthcare provider have them 4 different programs because it would just stop and eventually the healthcare provider wanted them to try different programs. The patient wanted education, but discussion revealed that the patient confused the programmer being lit up with stimulation on in their body. The patient stated their husband would program it and it lasted a couple of days, then the feeling of stimulation would be gone. The patient reported their husband programmed it to program 2 at 1.8 and they felt it in the crotch area where they wanted it. Syncing with the programmer showed stimulation was on at 1.8 on program 2, and they were not feeling stimulation. During the call the patient stated they had turned it off and reported they felt stimul ation. The patient paused the call, came back, turned stim back on and felt it in their right butt cheek about halfway to their pelvic floor. The patient was redirected to their healthcare provider to continue working to resolve their symptoms. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the circumstances that led to the loss of stimulation a couple of days after a programming change were 3 bad programs. When asked for the circumstances that led to the stimulation sensation after turning it off the patient reported the stimulation was not off. The patient reported the issue was resolved, the person that helped them on the call explained it very thoroughly. No further complications were reported.